Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the wire popped out of the handle. The procedure was completed with another sensation medium oval snare. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Reported event of handle cannula detached. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula was not detached but instead it was bent. It was also found that the catheter and wire were kinked. Functional evaluation was not performed due to the condition of the returned device. The complaint that the wire in the handle popped was confirmed. Although the handle cannula was not detached, it was found bent. The catheter and wire kink could have possibly caused the peek tubing to hit against the catheter causing the bend . The failure was encountered during the procedure and was probably caused by anatomical and procedural factors that could have affected the device¿s performance. Therefore the most probable root cause of the event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the wire popped out of the handle. The procedure was completed with another sensation medium oval snare. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.